Event description:
The customer reported an "air fault" problem. The unit was not in clinical use, no patient/user harm was reported. The customer could not confirm or duplicate the reported problem. The customer ran an extended self-test (est) and verified air delivery in the hardware screen. They verified the air delivery in the hardware menu. The verified correct volume (vcv) mode with an external meter and was returned to service.